Event description:
New information reported (B)(6) 2016 stated that the pacing inhibition occurred due to the atrial lead noise. The patient did not experience any symptoms. All other electrical lead measurements were within range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right atrial lead exhibited multiple noise episodes, a drop in sensing and far-r oversensing intermittently. The leads capture and impedance measurements were noted to be stable. A chest x-ray would be scheduled. No additional information was available at this time.